Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the unit's front panel lights were "blinking on and off." The problem, as reported to olympus, occurred during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device evaluation. Updates to sections d8, d9, e2, e3, g2, h4 and h6. The suspect device was returned to olympus and evaluated. The reported problem was confirmed; it was determined that the scope slide switch mechanism was not functioning as expected. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was damage to the slider switch. Damage to the slider switch is likely attributable to deterioration associated with long-term use, wear, or an unexpected force applied during insertion/removal. As stated in the instructions for use, as a preventive measure, "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."